Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, when starting up the imaging system, an "initializing please wait" message appeared on the imaging system. After restarting the imaging system, the system was unresponsive to the user when attempting to select a patient. When entering a new patient, the viewing station of the imaging system exited without prompt to a blue error screen. Restarting the system again resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.